Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation. Follow-up communications with the customer found the cables had not been connected correctly. After reconnecting the cables, the customer reported the issue was resolved. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. Based on the legal manufacturer¿s investigation, the cable was not connected correctly due to user handling. The following information is stated in the instruction manual which can prevent the event: "6.1 troubleshooting guide = malfunction: no image - cause: the monitor cable has not been connected - remedy: connect the monitor cable."

Manufacturer narrative:
The device reference in this report has not been returned to olympus for evaluation. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a high definition lcd monitor for use, there was no image. There was no patient contact/impact.